Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; a cracked cartridge compartment. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed on 16-mar-2018 with the following findings: on investigation, the cartridge compartment was confirmed to be cracked. Additionally, the battery compartment was noted to also be cracked.